Event description:
A ventilator was returned to the MFR for service. The customer who returned the device confirmed he had removed the battery switch as it was not functioning. He did not return the component with the device. There was no harm or injury reported. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The ventilator's battery switch was installed to address this issue.